Manufacturer narrative:
Additional information: d10, h3 a visual examination was performed. A fiber fragment was identified at approximately 45° with the dialysate ports situated at 0° on the cavity ID end of the dialyzer. The fiber fragment was situated diagonally in the polyurethane (pu) on the outer perimeter of the fiber bundle and measured approximately 1.5 cm in length (see attached photo documentation in the content tab). No other defects or irregularities were visually noted on the fiber bundle or any of the molded components. A bubble point leak test was performed to verify the integrity of the fiber bundle. The dialyzer leaked from the observed fiber fragment on the cavity ID end at approximately 45° with the dialysate ports at 0°. No other leaks, damage or irregularities were noted on the returned sample. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred about five minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed at the arterial end of the dialyzer. There was no damage or defect observed on the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.